Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at the third-party service center, a ventilator inoperative code was discovered in the device's event log. The system board was found to be defective so, the device's system board was replaced to address the issue. Additionally, the muffler and filter have been replaced due to having been found to be dirty.